Event description:
The hcp reported the patient was experiencing decreased energy and increased swelling right abdomen. The patient was diagnosed with an infection. The patient was being treated with cipro and now has been switched to levaquin. Labs were done-the results were not reported. The patient is being seen by a neurosurgeon for need for possible removal of the device system.